Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant, this patient exhibited hypotension with asystole. Resuscitation efforts were ineffective and the patient passed away. The physician did not allege boston scientific product involvement and an echocardiography ruled out a cardiac tamponade. The cause of death has been reported as pulmonary embolism. No return of product is expected.